Event description:
Treatment of an aneurysm. It was reported the distal section of the pushwire broke while deploying the pipeline. The broken segment remained in the patient. No patient injury reported.

Manufacturer narrative:
The pushwire was returned for evaluation with approximately 3cm of the distal segment was missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).